Event description:
It was reported that the skin graft mesher will not mesh the graft completely across the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation. A sample graft was cut utilizing an esmark bandage and it was determined that there were no breaks in the mesh. It was determined that the unit was out of calibration on side, by .0001. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.